Event description:
Attorney's report of patient's death due to infection: 2004 - surgery remove gallbladder and repair incisional hernias from a prior surgery. 2005 - patient presented with fever, pain and soreness around the surgical site. Later an abscess and non-healing fistula developed along the incision site. 2006 - doctor concluded that the abscess was somehow involved with the patch, but believed that it was simply an infection at the surgical site. The following month - treatment from infection including wound debridement and installation of a wound vacuum device, determined to be ineffective. Mesh explanted. During surgery surgeon found patient's entire abdomen was covered with a white plaque (determined to be scar tissue) from being against the gore-tex side of the patch. The patch had turned under superiorly and became attached to the liver. Apparently the liver was injured in attempts to resect the patch off the surface of the liver. For that reason a portion of the patch was left attached to the liver. The following day - it was determined that the patient was suffering from a perforated bowel, which required further surgical intervention. One month later - the abscess continued to grow until it infected other vital organs. Additionally, the patient also suffered from a blocked bowel. The following month - patient died from the infection.

Manufacturer narrative:
Currently, based on review of the available information, there is no evidence that the patch caused the patient's death. Additional information included patient information, copies of medical information/records and death certificate/autopsy report has been requested, however, we have not received a response to our request. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.